Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monomax suture. The client reported that after opening the packaging, it was found that the thread had melted and tangled together.there is also one case where the suture broke while the patient was being sutured. No additional data has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 26 closed samples and (B)(4) open units with the threads melted. Tightness test to the closed samples received has been performed and the units are tight. We have opened all closed samples and in two of them the thread is damaged or melt. The damaged units have been probably submitted to high temperatures and the thread has melt. This defect could be generated in the packaging step when shrink-wrapping the boxes. We have tested the knot pull tensile strength of the closed samples with not affected thread, and the results fulfill the requirements of the european pharmacopoeia (ep): 5.77 kgf in average and 4.99 kgf in minimum (ep requirements: 3.98 kgf in average and 1.89 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that some of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.